Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) due to the appearance of cyclical, myopotential noise without oversensing. Review of two non-sustained ventricular tachycardia (nsvt) episodes from (B)(6) 2020 appeared to contain cautery noise, and similar noise was observed on the presenting egm from a clinic visit in (B)(6) 2023. It was noted that lead measurements were stable. This crt-d system remains in service, and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.